Event description:
The flyte 120v charger was sent for eval because the batteries were not staying charged during a case. The procedure was completed with a readily available alternate device. There was a 30 minute delay in the case. Procedure delay, but no medical treatment or intervention required as a result of the event.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.